Manufacturer narrative:
The blades (x2) subject to this complaint were returned for evaluation. Material thickness testing performed on the blades confirmed conformance to specification. It was not possible to determine the definitive root cause for the breakage.

Event description:
It was reported that one of the outside edge cutting teeth of the blade broke off. Subsequent to this incident, it was reported that the cutting tooth of a second blade broke off. No adverse consequences were reported.